Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: visual inspection of the returned shelf carton and package system indicated severe abuse. The cause of the punctured trays and damage to the shelf carton was exposure to hazards outside of normally anticipated distribution environments. Evaluation: device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.

Event description:
It was reported that when the implant box was opened, it was noted that the implant had broken through the sterile packaging. The surgeon reamed up to the next size implant for completion of the procedure.